Event description:
A customer observed multiple, non-reproducible, higher than expected, vitros valp proficiency results on a vitros 5,1 fs chemistry system. The following results were obtained: sample 1 = 41.0 vs. An expected result = 28.25 ug/ml; sample 2 = 73.6 vs. An expected result = 56.82 ug/ml; sample 3 = 49.0 vs. An expected result = 35.05 ug/ml; sample 4 = 48.5 vs. An expected result = 35.42 ug/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run during the time frame of the event. There was no report that vitros valp results were questioned. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected, vitros valp proficiency results were obtained on a vitros 5,1 fs chemistry system. The investigation was unable to determine a definitive root cause. A short term vitros valp reagent issue, a vitros valp calibration-to-calibration variability cannot be ruled out as contributing factors. Expected vitros valp performance was obtained using the existing valp lot and calibration. There was no evidence that an instrument or reagent related issue contributed to the event.